Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the pump burst when the nutritional set was inserted.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One (1) used sample was returned for the evaluation. Visual inspection was completed, and the site can confirm that the silicone tubing is disconnected from the mistic connector on both samples. Functional testing could not be completed on the samples as unfortunately the sample are contaminated with food. During routine production tensile testing, (solvent bonded and friction junctions of kangaroo pump and gravity sets) is performed on the junction between the mistic connector and the silicone tubing for all sub-assemblies. However, the lot number for this complaint is unknown and therefore a review of these results cannot be performed at this time. A corrective and preventive action (CAPA) has been opened to implement effective solutions to prevent reoccurrence of this issue.